Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analysed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The inspection of the torque wrench received with the pacemaker revealed that a set screw was attached to it, as mentioned in the complaint description. However, this set screw does not belong to the pacemaker under complaint. At a next step the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery status was found to be "ok".the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the device is fully functional. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the set screw stuck in the torque wrench does not belong to the pacemaker under complaint. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that during a revision procedure, the physician screwed all screws with a biotronik torque. When he removed the torque from the device, one screw reportedly came out as it was stuck to the torque. The device was replaced and the patient was fine. No adverse patient side effects have been reported. The device was not returned to biotronik.